Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in australia, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During the procedure, when advancing the commander delivery system with crimped valve through the esheath, some resistance was encountered, and a cracking sound was heard. Despite the resistance difficulties, the valve was successfully implanted uneventfully with no injury to the patient. The delivery system was removed from the patient through the esheath. All esheath parts came out of the patient's body. Upon inspection of the retrieved device from the patient, it was found that the esheath distal tip was torn. The patient outcome was good post-procedure.

Manufacturer narrative:
The device was not returned for evaluation. Device imagery was provided and shows the condition of the sheath after being used in the procedure. The distal tip is torn radially along the distal edge of the liner, proximal to the radial score line. Evidence of stretching at the torn region is present. The tip appears to have opened along the axial score line as intended. The liner appears slightly bunched at the distal end. Scratches are observable near the distal end of the sheath shaft. The complaints for torn sheath distal tip and difficulty advancing through the sheath were confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per the complaint description, "during procedure, when advancing the commander delivery system with crimped valve through the esheath some resistance was found and, a crack sound was heard." Per evaluation of the returned imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, scratches were identified in the device imagery provided. Scratches indicate interaction with calcification. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification can reduce the vessel luminal diameter creating a constrained effect on the sheath, preventing the sheath distal tip from optimal opening, increasing resistance during advancement, and leading to the observed distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.